Manufacturer narrative:
The biomedical engineer reported that on the central nurse's station (cns) one of the dual cns displays do not work. Nihon kohden techinical support assisted with dual display settings and resolved the issue with the display that was not working. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the cns was monitoring telemetry transmitters model zm-521pa but no serial numbers were provided.

Event description:
The biomedical engineer reported that on the central nurse's station (cns) one of the dual cns displays do not work. Nihon kohden techinical support assisted with dual display settings and resolved the issue with the display that was not working. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) reported the second display on the cns-6201a (pu-621ra sn: (B)(6) ) did not work. Investigation conclusion: the root cause is determined to be improper or incomplete set up of the cns. From the information provided, the cns was operating within specifications. No risk assessment is performed as the reported issue is not suspected to involve a non-conformance. Additional device information: d11 & c2: concomitant medical device: the cns was monitoring telemetry transmitters model zm-521pa but no serial numbers were provided.

Event description:
The biomedical engineer reported that on the central nurse's station (cns) one of the dual cns displays do not work. Nihon kohden techinical support assisted with dual display settings and resolved the issue with the display that was not working. No patient harm was reported.